Event description:
It was reported that the patient received an inappropriate shock due to the device double counting r waves due to a very wide qrs complex. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.